Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding implantable leads. Information was reported that the caller stated the doctor she was working with today during trials alleges that the lead kits are coming with straight needles that have a bend in the middle of them. The caller stated the doctor said this has happened "the last few times", but doesn't know the dates, and only knows today's event. No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
Continuation of medical devices: product ID 3550-32, product type accessory. Product ID 3550-32, product type accessory. Product ID 977d260, serial# (B)(4), product type screening device. A supplemental report will be submitted when analysis results for the returned products 3550-32 are available. The conclusion code , result code , and method code apply to the returned accessories (product ID 3550-32). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3550-32, product type: accessory. Product ID: 3550-32 , product type: accessory. Product ID: 977d260, serial# (B)(4), product type: screening device. Analysis found no anomaly of the straight needles. If information is provided in the future, a supplemental report will be issued.